Manufacturer narrative:
(B)(4). The unit was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. The device was related to the reported event; however there is no evidence to suggest that a device malfunction caused or contributed to the reported event. With review of the reported information and analysis findings of no anomalies observed on the display, no root cause conclusion regarding the event can be made. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include information on for effective controller and power management and a quick reference guide for alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of devices are also outlined. The IFU warns that if there is a controller failure, the controller should be switched to the back-up controller. It further warns that damaged equipment should be reported to the manufacturer and inspected. The IFU also warns: a controller with a blank display or no audible alarm should be replaced. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from (B)(6) by the vad coordinator that there is a "faulty display" on the patient's controller. It was stated that the patient had an elective controller exchange with "no symptoms" and "no effects." It was also stated that the patient "feels fine now, and the problem is solved." No additional information provided. Investigation is ongoing.